Manufacturer narrative:
The reported event of sensing noise was confirmed. The pacer was received with battery voltage above elective replacement indicator (eri). The device was received with sensing anomaly. Electrical and mechanical analysis performed, including sensitivity test under field settings, indicated sensing anomaly. Additional visual inspection with 3d x-ray showed no anomalies. Device was sent for additional analysis and the investigation concluded that there were no mechanical or visual issues, and the cause of the sensing anomaly could not be determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that during the initial implant procedure, noise resulting in oversensing was noted on the device. The leads were disconnected and the noise continued to be noted on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.